Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, h10, and h11. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combinations. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b3, b4, b5, d6, d10, g3, g6, h2, h6, and h11.

Event description:
It was reported that patient underwent a right knee revision approximately ten years post-implantation due to pain, tibial loosening, and tibial insert fracture. The femoral components remained implanted.

Manufacturer narrative:
(B)(4). B3 event date: unknown date in 2018 d6b explant date: unknown date in 2018. D10 medical devices: nexgen 15mm diameter 30mm length straight stem extension catalog#: 00598801215 lot#: 62587260 nexgen tibial block and screws precoat size 7 5 mm thickness catalog#: 00598800726 lot#: 61503794 13mm diameter 100mm length offset stem extension combined length 145mm catalog#:00598802013 lot#: 62697928 distal femoral augment block precoat size g 5 mm augment with screw catalog#: 00599003710 lot#: 62536011 right size g cemented option femoral component femoral catalog#: 00599401792 lot#: 62691137. Distal femoral augment block precoat size g 5 mm augment with screw catalog#: 00599003710 lot#: 62344370. All poly patella standard cemented size 35 mm diameter 9.0 mm thickness catalog#: 00597206535 lot#: 62706525. G2 foreign source: australia customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee revision approximately four years post-implantation due to tibial loosening. No additional patient consequences were reported.